Event description:
The manufacturer received information alleging an visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted where the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on aug 15 , 2023 and section h10 should be reported as: the manufacturer received information alleging an visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device has been returned to the manufacturer, and the evaluation is currently pending. At this time, the manufacturer has determined that no additional information can be obtained to further the investigation. As such, the manufacturer is submitting this as the final report. Should the device evaluation be completed at a later date, and if new, reportable information becomes available, an addendum to this final report will be submitted. Section h6 updated in this report.